Event description:
Consumer called to report needle breakoff in her stomach while injecting. Went to emergency room and they were unable to bring it to the surface. Needs surgery and will see a surgeon.